Event description:
Device malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported a physician attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, "during the perclose use, the physician noted that the suture that should be held on the distal extremity to be cut in the lateral blade of the device body was free and the suture knot did not become fixed in the vessel wall." The device was removed and hemostasis was achieved using manual compression. Clarification of the reported event has been requested by abbott affiliate. There were no reported adverse patient effects. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.